Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, performed pump reset with assistance, confirmed malfunction did not recur, and was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.